Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that she had jumped into a pool while wearing the insulin pump. The blood glucose reading was 118 mg/dl. The insulin pump had not alarmed for a button error and did pass the self test. She reported that the blood glucose had been running high since the event occurred. She declined troubleshooting for high blood glucose. Nothing further was reported.